Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. The delivery device and the tension spring assembly with the seal were returned inside the loading device. There was no blood in or on the delivery tube. The slide lock was engaged and the plunger was not depressed on the delivery device. The delivery device was removed from the loading device. The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at .198 inches , the outer diameter was measured at .221 inches. The length of the delivery tube was measured at 2.49 inches. The values recorded were within the tolerance specifications. The seal appeared to be cracked and delaminated. Based upon the received condition of the device, the reported complaint was confirmed for the reported failure "fitting problem" and the analyzed failure "cracked/delaminated seal".

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system loading /delivery device malfunctioned and did not "roll up" correctly. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system loading /delivery device malfunctioned and did not "roll up" correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.